Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the device is not detecting the battery. There is power from the battery and then the battery doesn't communicate anymore and the device is shutting down. There is no pt involvement.